Event description:
A healthcare provider (hcp) reported the patient claimed the implantable neurostimulator (ins) wasn¿t working. The hcp had no additional details about what wasn¿t functioning with the ins. No patient symptoms were reported. Relevant medical history includes lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.